Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubies were not detected on bus. Field service engineer cleaned debris from tray to resolve this issue. Performed the preventative maintenance the system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system 2 cubies was not detected on bus and not able to recover. Customer stated that the drawer 7 has two cubies d1 and d3 not detected on bus it is causing a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.